Event description:
According to the information there was autoinflation.

Manufacturer narrative:
Additional information concerning this event and the return of the explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing. Qa is precluded from commenting on the condition of the device of the cause for this occurrence.